Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the hook was not formed when fixing the mesh. There were no adverse patient consequences reported. No additional information was provided.